Manufacturer narrative:
Analysis of the clinical exports and logs was completed. Clinical export data file was thoroughly inspected. The log file was examined with respect to all intraoperative fluoro images in order to inspect and understand procedure workflow. Fluoro images were checked and 3d registration was attempted with the registration 3d marker images utilized during the operation on a r<(>&<)>d workstation. Analysis reviewed the planning of the executed trajectories. The initially planned landing points included a medial skiving potential at both t10 trajectories. The entry point was drilled down to overcome the skiving potential. All attempted registration results were reproduced. The CT-fluoro match score shows acceptable values and the image match show no observable shifts. A dual clamp was the chosen platform for the upper levels, placed at t12 and l2. No major issues were found, the clamps seem to be fixated on the bone as required and the t10 level is inside the operational range. The fact that accurate trajectories have been executed between the different attempts of the t10 trajectories, rules out the possibility of a platform or patient shift as the cause. The surgeon was aware of a potential soft-tissue pressure at both top / bottom end of the construct and made a wide enough incision to confront the issue. The line of sight was clear when executing the t10 trajectories. After reviewing all available information and ruling out sub-optimal planning, registration shift, surgical technique issues, platform or patient shift and soft tissue pressure, analysis found no indication of a clear potential cause for the reported deviations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: asm0206-01, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. Analysis results of the software exports were not available as of the date of this report. A follow up report will be submitted when analysis is complete. A medtronic representative went to the site to test the equipment. Testing revealed that joint four of the surgical arm failed multiple stress test. The surgical arm was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that both of the t10 screws were inaccurate and medial. The amount of deviation was unknown. The other screws in the t10-s2 construct were accurate. The entry site for the t10 trajectories were decorticated prior to drilling due to medial skiving potential. When executing the t10 trajectories, the surgeon had a clear line of sight. The first executed trajectory was planned between 8-10 degrees. The plan adjusted due to the excessive medial orientation of the k-wires when check on intra-op images. The plan was adjusted multiple times to try and lateralize the screw, but there were still medial deviations. Bilateral retraction with self restraining retractors was used during the procedure. The representative believed that the retraction was sufficient and there was no soft tissue pressure when executing the screws. The plan for the screws was sub 12 degrees and the representative did not think that soft tissue pressure was applying pressure. The issue did occur at the top of the construct and that was the most likely cause, but could not be confirmed. The screw was repositioned freehand and there was no patient harm related to the deviation. An advanced accuracy check was not done after the procedure. There was no patient harm and the procedure was delayed less than an hour.